Manufacturer narrative:
(B)(4). Date sent: 4/27/2020. Additional information was requested and the following was received: the firing was over vessels. Branch of the renal artery. This is a large account that recently did a conversion from covidien to ethicon e/m. For the nephrectomy procedure, it was confirmed that vessel was skeletonized and positioned proximal to cut line, but it cannot be confirmed that tips were visible or that no extraneous tissue was within jaws.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. A photo was received: the photo shows the device inside of the patient and malformed staples are noted. Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined. Additional information was requested and the following was received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Not sure of answer.

Event description:
It was reported that during a robotic kidney auto transplant, the device "felt funny" when it closed on tissue. After the first load was deployed, the staple line "didn't look good." A clip was used to secure the line. The device was used with subsequent reloads without issue to complete the case. There were no patient consequences.